Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Dianeal therapy was ongoing. The patient was not hospitalized for the event and the cause of the peritonitis was unknown. Treatment information was not reported. On a later date, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894170 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.